Manufacturer narrative:
The reported run-on was confirmed by a manufacturer service technician through functional evaluation. Upon disassembly, it was found that the sockets were corroded, which is the probable cause of the reported event.

Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. Failure analysis in progress.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device ran without user activation when the cord was moved, without pressing the handswitch. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device ran without user activation when the cord was moved, without pressing the handswitch. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.